Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided directions for resetting the pump, and the caller successfully completed this reset, resolving the issue as the pump did not display the error code again. The customer was able to start their sensor session successfully following the resolution.